Event description:
The customer reported that the unit was on a transport bed between induction and theaters. When the users noticed the smoke coming from the unit they put the unit on the floor where it burst in flames. The bedsheet did not burn and the pt was not harmed.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.